Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited impedance greater than 3000 ohms and no capture at maximum output. A lead revision would be scheduled.